Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: surgeon applied stapler over staple lines and seamguard layers that had been laid down in a 15mm mass. Firing sequence stopped at about 15mm into the process. The stapler wouldn't advance and the surgeon tried to continue the firing sequence with greater force. This resulted in the knife blade assembly not advancing and the handle exploding into pieces. The plastic ring inside shaft by handle cracked and the shaft separated from the handle. When the surgeon pulled the instrument out of the pt, the black shaft sleeve moved distally and the unload button mechanism fell apart and down to the floor. Surgeon then cut out the 15mm of staple line mass. He used a new stapler to finish the resection, then oversewed both the staple lines and a small gastrostomy which had been created by cutting out the staple mass. An air test was successfully performed, and the pt was x-rayed to ensure that no stapler parts were left inside. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.